Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade iii, "periprosthetic fluid", "rounded morphology on the right and with increased anteroposterior diameter on the left, with folds" confirmed through MRI. The device remains implanted.